Event description:
It was reported that the patient had twiddler's syndrome and the device system became infected. The implantable pulse generator (ipg) system was explanted. A new system will be implanted at a future date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.